Event description:
The surgeon stated that a gastrointestinal leak caused harm to a patient. This information was received via a letter from the surgeon. No other information is available. Procedure: unk